Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and high out-of-range pace impedance measurements during follow-up. An x-ray was performed and it was found the lead had dislodged. A revision procedure was performed at which time the physician attempted to reposition the lead but the helix was no longer functional. The lead was surgically abandoned and a new ra lead implanted. One week later the patient presented for a second procedure during which the abandoned ra lead was explanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix in an extended position. Both the inner and outer insulation showed wear approximately 20 centimeters (cm) from the is-1 terminal pin. An x-ray taken of the lead body indicated the inner and outer coils of the lead were fractured in the same area. Due to the location, this damage to the lead was thought to be due to clavicle first rib crush. The allegation of dislodgement could not be confirmed through product testing.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and high out-of-range pace impedance measurements during follow-up. An x-ray was performed and it was found the lead had dislodged. A revision procedure was performed at which time the physician attempted to reposition the lead but the helix was no longer functional. The lead was surgically abandoned and a new ra lead implanted. One week later the patient presented for a second procedure during which the abandoned ra lead was explanted without issue. No adverse patient effects were reported.